Manufacturer narrative:
Other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain via a manufacturer representative. It was reported that the health care provider ordered a cat scan and x-ray for the patient's spine since he still suffered from major pain. As for the patient's condition, the patient was healing from the surgery with the pain problem progressing and being some better. Then it started becoming worse with a high level of pain in the l2 area plus in new spots on both sides of the patient's tailbone and the legs. It was noted that the patient has other health issues that he is experiencing that may require invasive spinal/orthopaedic surgery. The health care provider thought that the patient had developed a second problem within the sacroiliac joint area. Further tests and treatment will follow this diagnosis and the patient may eventually need surgery to implant horizontal titanium pins in the pelvis area if the pain cannot be reduced with other treatments. The health care provider informed the patient that the imaging showed that most electrodes have moved and are now a good distance from their original locations. The patient may actually need to schedule a procedure to locate the electrodes where they should be. Although the spinal cord stimulation does not eliminate all pain, it does help alleviate pain, although to a lesser degree. On that basis, the health care provider said that since it does give some help, that maybe they should hold off on making the correction for a while longer unless it becomes even worse or becomes too difficult to tolerate. The patient still gets relief from the device, though maybe less than in the past. At the time of the report, there was no surgical intervention performed or planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.